Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a defective x-ray tube. The investigation showed that the problem was caused by an arcing x-ray tube, which is an expendable item. The arcing x-ray tube led to the unavailability of x-ray in one plane of the bi-plane system. The second plane remained fully functional. In such cases, the user is instructed via "instruction for use" to contact the service organization who will either recover the tube (perform tube conditioning) or if conditioning fails, will replace the tube. The returned tube has been examined and the tube arching caused by contamination of the vacuum was confirmed. After disassembling the x-ray-tube the experts found oil particles contaminating the vacuum, which ultimately caused the tube arcing mentioned before. This kind of error is clearly no general fault. The affected x-ray-tube has been exchanged by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure, the user reported that the system displayed an "x-ray aborted" error message on the monitor. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.